Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead had high out of range pace impedance measurements, and noise resulting in an inappropriate shock. The lead was capped and replaced. No adverse patient effects were reported.